Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the right ventricular lead exhibited intermittent capture due to dislodgement. The lead was successfully repositioned on (B)(6) 2015. The patient was in stable condition.